Event description:
Nuss procedure done on patient for pectus excavatum. Flippingo f the blu titamiun bar was noted 3 days later and repositioning of the bar was done a week later. Issues with the blu titanium bar have been noted. Physicians are going back through their data base and submitting reposts at the hospital as they are noting some issues related to the implanting of this device.